Event description:
Caller reported inform system blood glucose result of 360 mg/dl, lab result of 91 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 6.7, lab: 1.2.